Event description:
It was reported that while a syringe was used to try to push the fluid through a microbore catheter extension set with one-link needle-free IV connector, resistance was encountered. The reporter stated that a catheter (non-baxter product) was connected to the set when the event occurred. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.